Event description:
A customer reported a low readings issue with her adc blood glucose meter, stating that a reading of 4.3 mmol/l was received compared to an hcp meter reading of 'hi' (reading greater than 27.8 mmol/l). The customer further reported that the meter had been giving unspecified low readings for the past two weeks. Symptoms including vomiting began on (B)(6) 2019 so the customer presented to the hospital, where she was diagnosed with hyperglycemia and admitted for 3 days. The caller further reported that the treatment rendered included 7 days of phosphate phebra and magnesium aspartate, but further treatment details could not be recalled. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number was not provided for the test strips. Extended investigation has been performed for the reported complaint and determined that there was no indication that the products did not meet specification. DHR's (device history review) for the neo meter optium freestyle was reviewed and the DHR showed the neo meter optium freestyle passed all tests prior to release. Dhrs for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for precision strips and reported complaint. No trips were found. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the products are returned, the case will be re-opened, and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with her adc blood glucose meter, stating that a reading of 4.3 mmol/l was received compared to an hcp meter reading of 'hi' (reading greater than 27.8 mmol/l). The customer further reported that the meter had been giving unspecified low readings for the past two weeks. Symptoms including vomiting began on (B)(6) 2019 so the customer presented to the hospital, where she was diagnosed with hyperglycemia and admitted for 3 days. The caller further reported that the treatment rendered included 7 days of phosphate phebra and magnesium aspartate, but further treatment details could not be recalled. There was no report of death or permanent impairment associated with this event.